Manufacturer narrative:
This incident was discovered by conmed corporation on receipt of a maude event report (foi), report number (B)(4). This report was sent by the us FDA and received by conmed corporation on 3(B)(4) 2012. Despite numerous attempts to contact the initial reporter of this incident to obtain additional information regarding this event no further information has been made available. The end-user has not responded to any communication attempts made by conmed corporation. The detachaport multi-use trocar system has applications in a variety of procedures to provide a port of entry for laparoscopic surgical instruments. The single-use ucsii 5 mm universal converter with stopcock (to facilitate insufflation / desufflation) which is supplied sterile, facilitates the use of the 10 and 12 mm cannulae with 5 mm instruments without loss of pneumoperitoneum. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. The complaint device was not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects). The product was not returned for examination or confirmation of any defect or confirmation of conmed product. The maude event report (foi), report number (B)(4), simply stated, "detachaport broke during surgery". Additional specific information regarding the failure mode and incident has not been recovered. The actual complaint device and / or photos of the device were not made available for evaluation. The failure mechanism and associated root cause cannot be confirmed and / or conclusively determined without examination of the actual device. The cause of the complaint is unknown. Possible failure modes of "broken seal" or "broken stopcock" could be conjectured; however, cannot be confirmed with the information made available. A 24-month review of the customer complaint history for the detachaport product family showed no previous complaints regarding broken ucsii universal converter or broken stopcocks, a component contained in catalog number 1-7045. No root causes can be conclusively confirmed without examination of the actual device. The complaint investigation has not conclusively identified a product / manufacturing defect or failure mode; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. Device not returned to conmed corp.

Manufacturer narrative:
This is being reported to the FDA as a response to a maude report (report number (B)(4)) sent to conmed by the FDA. Conmed is unsure if this is a reportable event; however, due to the report stating this was an injury that required intervention conmed is filing this report with the FDA. The maude report received by conmed on (B)(4) 2012 is conmed's first awareness of this event. Conmed is attempting to retrieve additional information from the reporter regarding this reported issue. On completion of the quality engineering investigation of this reported event a supplemental report will be filed.

Event description:
This was reported to conmed by the FDA mailing of maude event report (foi) report number (B)(4) received of conmed on (B)(4) 2012. The report states that, "detachaport broke during surgery." The maude report states event report type as injury-c, and, event outcome as required intervention . The maude report device available for evaluation is not filled out and information is unavailable to conmed corporation